Manufacturer narrative:
Concomitant medical products: product ID: t505u225 tissue valve, implanted: (B)(6) 2015.

Event description:
It was reported that the patient experienced endocarditis. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.